Event description:
Customer reported error message came up one time and did not return. Hand control has an intermittant problem where the fluoro button sticks. Customer reports that when the system was booted up, that the c-arm showed the error message collimator iris too large. Customer also reports that the fluoro button on the handswitch is sticking. No pt involved.

Manufacturer narrative:
Service rep investigated as reported and completed replaced hand switch. Error message has not returned. No injury reported. System returned to service.